Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastro-jejunum anastomosis in a laparoscopic mini bypass procedure, when the surgeon first tightened the suture, the loop was torn. They tried 3 times from the same box and then they decided to use a new suture box. The suture fell into the cavity of the patient and was retrieved. There was no patient injury.